Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Heater test failed. The heater would not heat up while switched on. This was caused by a blown f1 fuse with signs of thermal decomposition. A known working ac distribution board was installed and the heater functioned as intended. The working ac distribution board was removed at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The cycler underwent and passed a voltage check. The simulated treatment pre- accelerated stress test 15 minute 1000 ml test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler powered down while they were connected during their peritoneal dialysis (pd) treatment. There were multiple recent power outages reported in the home. Additionally, multiple fluid temperature out of range alarms occurred in step 5 of setup. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. It was unknown if the patient completed treatment on the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the transformer on the f1 fuse of the ac distribution board was identified.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Heater test failed. The heater would not heat up while switched on. This was caused by a blown f1 fuse with signs of thermal decomposition. A known working ac distribution board was installed and the heater functioned as intended. The working ac distribution board was removed at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The cycler underwent and passed a voltage check. The simulated treatment pre- accelerated stress test 15 minute 1000 ml test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a blown f1 fuse with signs of thermal decomposition. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler powered down while they were connected during their peritoneal dialysis (pd) treatment. There were multiple recent power outages reported in the home. Additionally, multiple fluid temperature out of range alarms occurred in step 5 of setup. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. It was unknown if the patient completed treatment on the day of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the transformer on the f1 fuse of the ac distribution board was identified.